Event description:
Customer reported device = 396 mg/dl at 7-7:30 am. Customer took an extra pill. The next morning, device = 393 mg/dl. Customer went to the emergency room (ER). ER performed blood and urine tests. Lab = 120 mg/dl. Customer was given an IV. No controls were used. A request was made for return product and replacement product was sent.